Event description:
Reportedly, the patient underwent an arterial septal defect repair procedure. The surgipro suture was used to fixate the mesh graft. 10 days post op the patient was returned to the or for re-op. During the re-op it was observed the suture used to fixate the mesh had broken mid strand and there ws no atrial septum remaining. No other information was available.

Manufacturer narrative:
Complaint originally reported in dec 2006 as a suture breakage during procedure with no complications. Incident initially to be submitted via asr 1qtr2007. Additional information provided 2/27/2007 indicating an adverse event had occurred.